Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol 2015-001-pro and protocol 2015-002-pro. Convatec is submitting this report pursuant to the provisions of 21cfr part 803. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
It was reported that the "dressing was applied to the forehead and partly applied to the nose, but the dressing kept slipping down and required alternative daily dressing changes, after slipping, the adhesive came into contact with the wound. Flap fashioned over area where nose was removed." Another brand dressing was applied.